Event description:
Neonatal intensive care unit infant was doing well on the vip ventilator when suddenly he became cyanotic with a drop in heart rate and oxygen sat level. The infant was ambued and treated with proventil and condition improved. One hour later pt again became cyanotic. The ventilator was noted to be achieving pip of 8/2 when setting was at 20/5. The infant was transferred to a different ventilator and his condition stabilized.